Event description:
It was reported that the device had rust proliferation. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found a faulty micro switch, corroded drain fitting, cracked tank cover, rusty heater, rusty pump, and rusty interlock block. Functional testing found the pump was noisy and there was rust throughout the water cycle; confirming the customer complaint. Root cause was attributed to using tap water or some other unapproved additive or incorrect fluid to the device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced or cleaned parts that are in the fluid cycle. Replaced the pump, drain fitting, tank cover, heater, interlock block, micro switch, pole clamp, and block assembly. Performed preventative maintenance. Device passed all functional testing after the completed repairs.